Manufacturer narrative:
Submission date of this report: 07/07/1998. Mfg event ID: rpic 313809. Observations of unit as received in lab: broken tabs. Exessive spillage on drop detector. Tubeguide is attached and not broken. Tubeguide does not have steel posts. Knobs/screws are loose. Back of tubeguide shows no sings of rubbing rotor. Excessive spillage on tubeguide. Rotor is not seated. Rotor has 4 free spinning rollers. Rotor shows no signs of rubbing. Excessive spillage on rotor/rollers. Cover arm is seated properly on the lever shaft and moves freely. Excessive spillage on lever shaft. Touch panel is functional, lights illuminate & alarms sound. Pump operates on both alternating current and direct current power. Standard delivery tests were performed. Pump delivered within specifications. Pump was run for 2 hours. Delivery results were within specifications. Customer complaint was not confirmed.

Event description:
The pt was being fed using a pump. Between 700-940 ml of an enteral feeding solution were hung, and the pump was set to deliver 110 ml/hr. The pt rec'd between 600-700 ml of solution in 1 hr and 45 mins. The pt became acutely short of breath. Lasix was administered. The rptr stated the pt's chf "was made worse by the incident." One pt involved.